Manufacturer narrative:
This follow-up MDR is created to document the updated information with the returned device, evaluation and updated codes. A titan otr, two cylinders and a reservoir were received for evaluation. Examination and testing of the returned components revealed a separation in the longer exhaust tube of the pump. Testing revealed this to be a site of leakage. Microscopic examination of the surfaces revealed them to have rough and irregular surfaces, indicating stress was exerted. Partial separations surrounded by abrasion were noted on all tubes of the pump. Testing revealed these to not be sites of leakage. Abrasion was noted on the inlet tube of the reservoir. No functional abnormalities were noted with the reservoir or either cylinder. Based on examination of the returned product, the abrasion marks noted on all pump tubing matched in such a way to conclude that they had overlapped and abraded against one another while in-vivo. This positioning most likely causes excess stress on the longer pump exhaust tube to result in a separation near the connector, which was noted by the rough and irregular surfaces noted at the detachment site. A separation of this type would then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Manufacturer narrative:
The device has been received at coloplast; however the evaluation is not yet complete. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, the device was received with no information regarding the reason for revision. Therefore, a gross examination of the returned device was conducted and the examination revealed an anomaly.